Manufacturer narrative:
(B)(6).

Event description:
It was reported the t2 implant did not deploy.

Manufacturer narrative:
The complaint attachment lists ¿t2 non-deployment¿. The device is in used condition. T1, t2 and suture were not returned. There is a bow in the needle shaft. There is a bend and twist at the delivery needle¿s distal tip. A functional test confirmed that the device cycled and actuated. No root cause related to the manufacture of the device can be established. No further investigation is warranted.